Manufacturer narrative:
Event date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that ever since passing through a security gate at an american eagle store, and setting it off pt has noticed stim during other times such as when they were in a large church with a lot of large electronic equipment and stereo speakers (they noticed a lot of stimulation) and while driving in the car. Pt said prior to this they did not notice stim. Reviewed compatibility information and activity recommendations, reviewed pt has the ability to turn stim down or off until they can meet with their doctor. Pt said they have not yet had their follow-up appointment but will let the doctor know. No symptoms reported.